Event description:
Mit boss registry. It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The lesion was identified in the left anterior descending (lad) artery. The reference vessel diameter was 3.6mm and the target lesion length was 20mm with 100% stenosis. Direct stenting was not attempted. A non-bsc balloon was used during the procedure. A 3.5x16mm liberte stent was implanted. An additional procedure was performed in the target lesion; the implant of a second liberte stent due to a dissection. The procedure was technically successful. Residual stenosis was 10%. The patient was discharged eighteen days after the index procedure without angina or silent ischemia. Discharge medications were aspirin 75mg daily for an indefinite period and clopidogrel 150mg daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.